Event description:
According to the reporter, during a sleeve to bypass conversion, when the anvil was lowered with the gastric tube through the mouth, the anvil and the gastric tube separated while the anvil was in the esophagus, there was an extended intervention time. The anvil was recovered, thanks to the safety coil without consequence for the patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.